Event description:
A physician reported that vitrectomy cutter did not function in the ophthalmic system during the surgery. The surgery has been completed by changing the cassette pack. There was no harm on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.